Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a lag when opening and closing the maryland bipolar forceps instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the reported issue could not be replicated or confirmed. Functional testing on an in-house system showed the instrument passed all recognition, movement, grip, energy delivery, and electrical continuity tests. Manual inspection confirmed the instrument met all criteria and was fully functional. The instrument exhibited thermal damage to the yaw pulleys, including charring and localized melting between the grips. An electrical continuity test passed successfully. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.